Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7.

Manufacturer narrative:
Date sent to FDA: 09/09/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent right groin exploration with neurolysis of the right ilioinguinal nerve on (B)(6) 2014. It was reported that the patient underwent removal surgery and recurrent right inguinal hernia repair surgery on (B)(6) 2015 during which the surgeon noted he encountered the old mesh, he noted that it had wadded up and that the mesh ad moved medially. The old mesh was removed completely. It was reported that the patient experienced severe pain, mesh dissection, neurolysis of the right ilioinguinal nerve, stress and anxiety. No additional information is provided.